Event description:
It was reported that an ilet pump screen went completely black and became unresponsive, while glucose was monitored via a connected cgm application and remained within a normal range; a warranty replacement was issued and the user was instructed on shutdown and startup procedures and on returning the original device. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical intervention. Investigation included review of device history and complaint handling records. Investigation of this device revealed a device display or user interface malfunction associated with the pump¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the display subsystem.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.